Event description:
Report rec'd from physician indicated that the patient had experienced low-grade fever, felt cold and clammy with chills and dehydration. The patient was treated at the physician's office with oral morphine and intravenous fluids, with no admission to the hosp necessary. The pump had been exhibiting problems throughout the implant life, with several episodes of withdrawal symptoms prior to refill with over 2 cc's left in the pump. There were never volume discrepancies at refill. Troubleshooting the device finally showed a stalled motor. The device has been returned to the MFR analysis.